Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation confirmed the image loss and front panel led not turning on due to a faulty printed circuit board (dx board.) In addition, the net spacer was found damaged. The legal manufacturer¿s investigation is ongoing, and if new information is received later, this report will be supplemented accordingly.

Event description:
An olympus field service engineer (fse) reported no image in the monitor display, no output signal from the video processor and front panel led not turning on. No patient involvement, as the image issue was observed during a routine inspection of the device at the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 7 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was confirmed that the printed circuit board was defective. Olympus will continue to monitor field performance for this device.